Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the prograsp forceps instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a loose pin on the jaw. Evidence of crimping was observed. No damage was found on clevis nor the cable.